Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the customer changed their diet and had not updated the pump settings to adjust for the new diet. Paramedics provided glucagon and customer also consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.